Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of inner sheath detached. Imdrf device code a150207 captures the reportable event of delivery system difficult to remove. Imdrf code f2301 captures the additional device used to remove the broken piece of the inner sheath.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered rmv stent was implanted in the bile duct to treat a malignant stricture during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. The patient's anatomy was tight. During the procedure, the stent was successfully deployed. The physician attempted to resheath the catheter before removing it from the scope, but the catheter became stuck in the scope. The physician ultimately had to yank on the catheter, which caused the inner sheath to break inside the patient's stomach. A rescue forceps was used to remove the broken piece. The stent remains implanted, and the procedure was completed. No patient complications were reported as a result of this event.